Event description:
The dealer stated the lift was making a loud grinding noise. The dealer also stated the unit will stick on the way down. The dealer spoke with tech services bob floor, the believe it may be the actuator.

Manufacturer narrative:
Should additional information become available, for the patient a supplemental record will be filed.